Event description:
The facility reported a pump with failure code 810:11. The reported condition was identified during set up. There was no patient injury or medical intervention necessary. No additional information is available.uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated.

Manufacturer narrative:
(B) (4)during service, failure code 810:04 was confirmed as "air-in-line printed circuit board (ail pcb) out of calibration." The (ail pcb) was recalibrated and verified. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report. (B) (4)